Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited a decrease in sensing and a high capture threshold. Fluoroscopy revealed the lead had dislodged. The lead was explanted and successfully replaced. There were no patient consequences.